Manufacturer narrative:
Cable al CPR pulled out. Faulty angle sensors.

Event description:
It was reported by service report that the bed will not calibrate. No pt involvement or adverse consequences are reported.